Event description:
I purchased a knee scooter from (B)(4) for when I had foot surgery. The first week, I was on mandatory bed rest and the scooter was only to go to the bathroom. A week after my surgery, I went to the doctor for a f/u appointment, again using the knee scooter. I was going from the waiting room to the exam room when the wheel came off the knee scooter causing me to fail and breaking my ankle. I have since been refunded my money from the seller for the cost of the knee scooter. Document number: (B)(4). Report number: (B)(4). Brand name: goplus/factory direct sales, MFR/importer: (B)(4).